Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal electrodes, the outer insulation had cosmetic damage, was breached and melted. Visual analysis indicated that there was explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that loss of capture, loss of sensing and noise oversensing was noted on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.